Event description:
(B)(6) 2024 I had breast cancer surgery on my right breast. The doctor put a tiss (B)(6) radiographic biosorb spcrg d radpq. Hologinic model number f0203, lot number 22j22rbb, on (B)(6) was retaining fluid had to have fluid drained several times. I have listed several dates that I found on my chart but can't seem to find the rest. My breast would get hard and hurt until fluid is drained. I had fluid drawn from my breast about 6 more times that are not listed.